Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is known to have atrial flutter. The clinic called with question about a pause following magnet application on transtelephonic (ttm) strip and determined whether it was a possible ventricular oversensing. A few minutes later, the caller noticed that in a subsequent ttm that showed no pause with the same patient. In addition, the caller asked about the rate ramping up on the first strip and ramping down on the second strip. The device remains in use. No patient complications have been reported as a result of this event.